Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump battery had died while she was sleeping and she did not receive a warning. The blood glucose reading was 518 mg/dl. The customer treated with the insulin pump. The insulin pump had not been dropped, bumped, or exposed to moisture, and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was sent a replacement battery cap and advised to revert to a backup plan per a health care professional's instruction. The customer declined to troubleshoot for high blood glucose.